Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. Fluoroscopic inspection revealed that the right atrial and ventricular leads were dislodged and braided due to twiddler's syndrome. The right ventricular lead also exhibited high capture thresholds. The right atrial lead exhibited a lead fracture and high, out-of-range impedance. The leads were capped and the right ventricular lead was replaced. The patient was fine throughout the procedure.

Manufacturer narrative:
A partial lead measuring 6.1 cm was returned for analysis. The damage found was consistent with that occurring during explant. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed.